Manufacturer narrative:
Lot 15729806: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) states that potential device or procedure related adverse events include dissection.

Event description:
On (B)(6), 2016, the patient underwent a procedure using a conformable gore® tag® thoracic endoprostheses to treat a descending aortic aneurysm during a thoracic aortic repair (tevar). It was reported post tevar, one month follow up images dated (B)(6) 2017, revealed a new dissection outside of the treatment area is present. There was an aortic intramural hematoma present before the implant procedure. Images taken on (B)(6) 2017, revealed that there is now a dissection present in that area. There are no plans to reintervene at this time.